Event description:
Event desc: the pt was in out-patient rehab completing an exercise on a cable column. The cable support ring that covered the link between the cable and the pt handle broke and exposed a metal edge. The pt received a skin tear from the exposed barb. The area was cleaned with alcohol. Bandaid and pressure applied. Device usage problem.

Manufacturer narrative:
This device advises the weekly inspection of weight stack cable for wear or damage. Initial incident reported the cable end termination cover deteriorated. We out-lined the inspection process in our instruction manual. The user should adhere to the manufacturer's requirements. The weight stack cable did not break. No pictures were provided to biodex. Talking to biomed the plastic cover on the cable appears to have deteriorated exposing the metal loop support ring and the metal end of the loop ring caused an abrasion to the pt. Based on our conversation with the hospital biomed department, they will replace the original deteriorated cable.